Manufacturer narrative:
No product returned for eval. Should new relevant information become available, a follow up supplemental report will be submitted.

Event description:
Rec'd information regarding a cartridge alarm. There was no reported impact to the customer's blood glucose level.